Event description:
Contact lens-related corneal ulcer, right eye. Pt purchased colored contact lenses for her myopia and for cosmetic reasons. She was diagnosed with a severe corneal ulcer od in 2009. She was not on any other medications. Dates of use: 2009. Diagnosis or reason for use: myopia. Event abated after use stopped or dose reduced: yes.